Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ciaglia blue rhino percutaneous tracheostomy introducer set with shiley was placed with no issue on (B)(6) 2018. On (B)(6) 2018, the healthcare team examined the patient prior to moving for a CT scan and observed the tracheostomy tube to be broken. Forceps were used to remove the tube from trachea and a new tube was placed without incident. Additional information provided by the customer stated the device was cleaned twice daily with suctioning as needed. The tracheostomy tube was broken below the flange. The catalog and lot numbers are unknown. As reported, the patient did not experience any additional adverse effects due to this occurrence.

Event description:
No new event information to report.

Manufacturer narrative:
Investigation ¿ evaluation. The device was not returned for an evaluation and no photographs were provided. Without the device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use, quality control data, and specifications. A review of the device history record could not be performed due to the user facility did not provide the lot number of the device. Due to lack of lot information from the user facility, a search was performed of all devices with the two reported gpns sold to this customer from 01jan2015 to 24nov2018. We were able to narrow the lot number to 14 possibilities. Based on the results, it is likely the complaint device was an rpn c-ptis-100-hc-perc6-ca device as there were no lot number possibilities for the other reported gpn. No relevant non-conformances were noted on the possible lots. A review of complaint history records for the possible product lot numbers revealed no complaint history. The instructions for use (IFU) that accompanies this device provides the following information to the user related to the reported failure mode. Patient preparation 1. Following the tracheostomy tube manufacturer¿s instructions, test the balloon cuff and inflation system. How supplied upon removal from package, inspect the product to ensure no damage has occurred. A review of the product device master record reviewing quality control instructions, product labeling, and specifications was performed. Based on the review of current documentation, cook has concluded that sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. It is not known how the device became broken. Based on the clinical assessment, it is likely the device broke after placement. It is possible that forceful handling of the device caused this failure mode, but there is not enough information provided to confirm this. A definitive conclusion cannot be drawn. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.